Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise . Additionally, there was high impedance and a lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and that there was unexpected delivery of a ventricular tachyarrhythmia therapy.